Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for user advisory (ua) 07 was due to defective load cells. The cracked top cover, front, and bottom enclosures, and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the platform was examined and found a cracked top cover, front, and bottom enclosures, and bent battery lock, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The top cover, front, and bottom enclosures, and battery lock were replaced to address the physical damage. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that both load cell modules exceed normal parameters and were replaced to remedy the (ua) 07 error. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) did not retract the lifeband and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message after power on. Patient use information was requested but no additional information was provided, therefore patient use is unknown.